Event description:
It was reported that the patient was experiencing inadequate stimulation and difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg, leads and click anchor were replaced. The patient was doing well post-operatively. The explanted devices will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-50, serial: (B)(4), batch: (B)(4). Product family: scs-lead fixation, upn: (B)(4), model: sc-4318, serial: n/a, batch: (B)(4).